Manufacturer narrative:
Eval summary: instrument a was received with the firing mechanism damaged and with no cartridge present. The instrument did open and close without any difficulties noted however it would not fire as the firing mechanism was damage. Other functionality could not be performed, so it was disassembled to examine the condition of the internal components. The left handle shroud pinion axle support was found to be damaged. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. Instrument b was received with the firing mechanism damaged and loaded with a partially fired cartridge that had the spring cartridge lockout in normal condition. The instrument did open and close w ithout difficulties noted however, it would not fire, as the firing mechanism was damage. Other functionality could not be performed and it was disassembled to examine the condition of the internal components. The left handle shroud pinion axle support was found to be damaged. In addition, one short rack tooth was noted to be damaged.

Event description:
It was reported when the devices were used in a nephrectomy procedure, after the second firings, both failed to open. The case was completed using another device. There was no pt consequence.